Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the left ventricular (lv) lead implant, the lead would not allow for the push and pull technique during the lead placement process. The torque on the lv lead flipped the delivery system out of the coronary sinus. After repeated attempts to position the lv lead the 014 associated guide wire, became rigid inside the lumen of the lead, and resulted in the inability to manipulate and place the lead. The lv lead was removed and replaced with a different lead to complete the procedure. No patient complications have been reported as a result of this event.